Event description:
It was reported that an ilet user experienced high blood glucose after announcing a routine meal, with capillary blood glucose measured at 224 mg/dl and a peak of 246 mg/dl. The event involved a user-related issue with meal announcement sizing and pertains to the user interface, and there were no ilet alerts or alarms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified characterized as an improper or incorrect procedure or method related to incorrect meal size announcement via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.